Event description:
Alleged event: the clips applied by the stapler were not completely closed. No pt consequences. The pt condition reported as fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. The device history record (DHR) for the product visistat 35w 6/box, lot #01k1300313 did not show issues related to complaint.